Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient received treatment for the peritonitis with injection ceftazidime (dose: 250mg every bag, frequency not reported) and injection cefazolin (dose: 250mg every bag, frequency not reported). At the time of reporting, the patient was still in hospital. The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.